Manufacturer narrative:
Type of reportable event: "malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his ipg on (B) (6) 2008. Initially the pt was able to wait a few weeks in between recharges; however, it was reported that later the ipg would go from full battery charge to 5-10% in two days. After the first day it was at 90% and then after the second day the charge was down to about 5-10%. The pt used the same program the whole time. Attempts at using another charging system were unsuccessful. The physician explanted and replaced the ipg on (B) (6) 2009. Follow up with the pt found that he is doing great.